Event description:
The customer called to report false negative test results on tango optimo during validation. The result image of the reaction between cell #2 (e-positive cell) and the sample was qualified to be +/- by the device in question. This can be confirmed by visual assessment. The result image of the reaction between cell #1 and a second sample was qualified to be +/-, the reaction with cell #2 was called negative by tango optimo. Both results can be confirmed on visual review. An inspection of the affected tango optimo gave no indication for an instrument malfunction that might have contributed to the event. The patient sample that had caused false negative test results was sent to us for quality control, but none of the supposedly defective product was returned. Therefore, our quality control laboratory tested the sample with the retained sample of anti-human globulin anti-igg solidscreen ii and the affected lot of biotestcell 3 on tango. The sample reacted negatively. The sample was also tested in the 3-phase tube test and did not yield a positive reaction. Additionally, the sample was tested in tube technique with the enhancement medium polyethylen glycol (peg). In this method the sample reacted weakly positive. The affected reagents were tested with different weak reacting controls and samples. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing of the sample confirmed the antibodies' weakness. Regarding the detection of weak antibodies there is a notice in the instruction for use: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies." Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident